Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has an inoperative fan, pcba adc and data acquisition. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation indicated that the customer was provided with a quote, but the quote expired because the customer did not respond to the quote. Further information regarding the case has been requested.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.